Event description:
A caller reported a cgm error 42 concerning their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, and after the reset, the cgm error code did not reappear. The caller successfully started their sensor session following the resolution.